Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the distal right coronary artery (rca). The 2.50x8mm taxus liberte stent delivery system (sds) was advanced but unable to cross the lesion. It was noted that during the procedure, the stent edge got damaged. The procedure was completed with a different device and no pt complications occurred. The pt's current condition is listed as "good".

Manufacturer narrative:
The device was not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).